Manufacturer narrative:
Physician's comment: the possible cause of thrombotic event was that the cypher stent at the distal end of the lesion at aha 6 was under-dilated due to the heavy calcified vessel. Another possible cause was that aspirin was not administered due to the patient's medical history of brain diseases. This product, represented in d4, is distributed outside the united states, but is similar to us distributed stent delivery systems. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-02367, 9616099-2008-02368 and 9616099-2008-02369. Information received from an affiliate indicated that a patient experienced a sub-acute thrombotic event after having coronary artery stents implanted. The patient's history is significant for acute mi, hypertension, cerebral infarction and carotid artery stenosis. The target vessel was the proximal to distal left anterior descending (lad) artery. The lesion was described as de novo, flexed, bifurcated and calcified. Pre-procedure stenosis is unknown. The lesion was rotoblated followed by pre-dilation with a 2.5mm x 20mm balloon at 10atms. A 3.0mm x 18mm cypher was deployed in the distal lad at 16atms for 30 seconds. A 3.0mm x 28mm cypher was then implanted proximal and overlapping the first at 16atms for 30 seconds. That stent was followed by a 3.0mm x 33mm cypher proximal and overlapping the second stent at 16atms for 30 seconds. All three stents were post-dilated with a 3.0mm x 15mm balloon at 20atms. Ivus was conducted and the reported residual percent of stenosis was recorded as 25%. Timi flow before the procedure was close to 0 and three afterwards. A week later the patient experienced chest pain, cag was conducted and thrombus was observed in all three of the cypher stents. The event was treated with poba and the event resolved without further sequel. A review of the device history records associated with lot presented no issues during the manufacturing process that can be related to the reported complaint. Sub acute thrombotic events are a known potential adverse event associated with implanting coronary artery stents. Risk factors that may contribute to adverse events include diabetes, multiple stents and longer stent length. The IFU states: do not use this product on lesions involving the left main trunk, the ostium, or at bifurcations. Other factors such as a calcified lesion requiring the use of rotablator and high deployment pressures can damage the initial lining causing an inflammatory response resulting in potential thrombus formation. Review of the available information suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the event.

Event description:
The patient was admitted for a procedure in 2008 with a lesion in the proximal to distal left anterior descending branch. The lesion was de novo, flexed, partially concentric and eccentric, bifurcated, and calcified. It was 75mm in length and the vessel was 3.0mm in diameter. Rotablator was conducted initially, and the lesion was pre-dilated several times. A 3.0 x 18mm cypher stent was implanted in the distal left anterior descending branch at 16atm. Next, a 3.0 x 28mm cypher stent was implanted in the mid left anterior descending branch, overlapping the first cypher, at 16atm. Finally, a 3.0 x 33mm cypher stent was implanted in the proximal left anterior descending branch, overlapping the second cypher, at 16atm. The stents were post-dilated and an intravascular ultrasound was conducted. The residual percentage of stenosis was 25 and timi flow was grade iii. Seven days post index procedure, the patient complained of chest pain. Two days later the patient went to the hospital and coronary angiography was conducted. Thrombus was observed inside of the cyphers that were implanted. Balloon angioplasty was conducted to treat the thrombus.